Manufacturer narrative:
This device was received and evaluated. Cursorily the device's red trigger could not be manipulated; consequently, and being that the applier is a sealed instrument, it was sent to be cat scanned. The result of this examination showed that one of the teeth of the actuating gear, which is integral in allowing manipulation of the red trigger, was damaged; bent and malformed. It is not likely that this damage is attributable to manufacturing as all devices are tested 100 percent for all functions. The functions are tested several times manually during the manufacturing process and are also tested via an (B)(4). In addition, due to this issue, the manufacturer conducted a full audit inspection of their inventory for the component part of interest and found no such other anomaly. It is determined that if for whatever reason the actuation force put upon the trigger was between 22-35 lbs, which is excessive to operate the device, the anomaly noted, damaged gear tooth, could materialize. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no further action is warranted. It is hypothesized that, as described in the event details, the surgeon experienced some difficulties while handling the device, it is possible that critical force could have been applied. Outside of this hypothesis and consideration, no other root or underlying cause can be determined. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced a series of deployment failures with the omnispan devices. It appears that during the deployment process, the second of the two fastener device was not able to be deployed using 2 different deployment guns and 2 two fastener devices. At this point in time, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue or harm to the patient. Also, see associated mdrs 1221934-2011-00411, 1221934-2011-00412 and 1221934-2011-00413.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.